Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and under delivery. The customer¿s current blood glucose level was over 400 mg/dl at time of incident and current blood glucose level was 103 mg/dl. The customer had symptoms such as nausea. The customer was treated with manual injections and correction boluses. The customer stated alleged that the pump was under delivering after giving correction with bolus. The customer reported that the drive support cap was normal. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.